Manufacturer narrative:
An evaluation was performed by the service engineer (se), and it was reported that a misalignment in the touch position (the responding position is different from the touched position) was confirmed. The se noted that the issue was not resolved by calibrating the touchscreen. The touchscreen required replacement. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the touchscreen calibration had failed. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) replaced the touchscreen, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a calibration failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.